Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. Patient showed signs of infection during (B)(6) 2014 recheck. They were prescribed antibiotics. Patient follow up visit showed that the patient is healing.

Event description:
It was reported by the user facility, that a patient presented with a prevotella infection following an extraction procedure using the core impaction drill. The doctor created an incision and drained the fluid. Patient showed signs of infection during (B)(6) 2014 recheck. They were prescribed antibiotics. Patient follow up visit showed that the patient is healing.

Manufacturer narrative:
The failure was not confirmed as the serial number was not provided. A chemical analysis of samples taken from similar devices from the account did not reveal any contamination per chemical analysis. Unknown serial number.